Manufacturer narrative:
Correction: unique device identifier (UDI) #, PMA / 510(k)#. Added pi to the unique device identifier (UDI)# field.

Event description:
It was reported at 2030 on (B)(6) 2024 patient reported that there was a large air bubble past the air-in-line sensor during tpn infusion, however pump did not alarm. The line was disconnected from the patent and the air expelled. There was no patient harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: PMA / 510(k)#. Additional information: unique identifier (UDI) #, medical device serial #, device available for eval?, returned to manufacturer on, device eval by manufacturer?, device manufacture date, imdrf annex a, b, c, d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported at 2030 on (B)(6) 2024 patient reported that there was a large air bubble past the air-in-line sensor during tpn infusion, however pump did not alarm. The line was disconnected from the patent and the air expelled. There was no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported at 2030 on (B)(6)024 patient reported that there was a large air bubble past the air-in-line sensor during tpn infusion, however pump did not alarm. The line was disconnected from the patent and the air expelled. There was no patient harm.